Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 486 mg/dl and 35 mg/dl. Customer was "acting confused" at the time of the readings. Customer was treated with food and felt better. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.